Event description:
Customer reported the insulin pump was not working properly. Customer stated the device alarmed button error. Customer changed the battery and nothing was being displayed on the device. Customer's blood glucose was 150 mg/dl. Customer reported she walking one day and the device got a little wet on 08/01/2014 but not submerged, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined to troubleshoot for blank display and unexpected restart. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).